Event description:
It was reported that during a mammotome biopsy procedure, the surgery was halfway done, and the error code l3-002 appeared on the screen and the device stopped. Also, the touch screen did not work. The ex cable demo replacement is currently in and working properly. There were no adverse consequences to the patient. One device will be returned.

Manufacturer narrative:
Date sent: 11/04/2008. Evaluation summary: the unit was received with minor scratches. The analysis site confirmed the customer complaint and found that excessive body fluids caused the transverse drive shaft and its surrounding components to be non functional. To correct the issue, the analysis site replaced the transverse drive shaft, top and bottom motor mount assemblies, flex circuit assembly and bushing. After servicing, the unit passed all qa testing procedures. Complaint information is trended on a regular basis to determine if further investigation is warranted.